Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced serious bodily injury, pain, erosion of internal body tissue, dyspareunia, permanent disability and has undergone additional surgery and medical treatment. The litigation does not specifically state which product was used on the pt therefore an unk complaint is being entered. Additional info has been requested but not yet received.

Manufacturer narrative:
The product family for this women's healthcare product is unk. Therefore we are unable to determine the associated labeling and dfmea to review. Although the product family is unk, the women health product ifus are found to be adequate based on past reviews.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced oozing, vulvar swelling, hematoma, abdominal distention, inability to void, decreased bowel sounds, tenderness, urinary retention, sling placement through bladder (perforation of organ), intraoperative cystotomy, blood loss, foreign body in patient, bladder leakage, pelvic pain, unspecified bladder surgery complication, inability to sit, inability to have sex, vomiting, sensation of incomplete voiding, adhesions, endometriosis, pain with full bladder, back pain, abdominal pain, discomfort, flank pain, unspecified urinary tract injury, renal calcification, sepsis, nocturia, hesitancy, interrupted urinary stream, dysuria, hernia, voiding dysfunction, bladder trabeculation and nonsurgical interventions.